Event description:
Customer called to report a 10 milliliter leak of clear fluid contained in the tray below the mixing chambers of the unicel dxh 800 coulter cellular analysis system. No critical components were affected by the leak. Customer could not locate the source of the leak and requested service. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument, but did not find the nucleated red blood cell (nrbc) bath overflow upon arrival. However, the fse did replace the nrbc chamber in case the stopper pieces in the chamber caused the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. (B)(4).